Event description:
Zoll customer support contacted a (B)(6) female patient to exchange her monitor. The patient's download revealed multiple occurrences of service code 107 - multiple abnormal shutdowns. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 107) has been confirmed. Upon evaluation, there was corrosion on the j502 and j1005 connectors, as well as the lcd ribbon cable. The cause of the code 107 is the corrosion inside the monitor. The cause of the corrosion is contamination. The root cause of the contamination is likely liquid ingress. No adverse event resulted from the defective monitor. The patient received a replacement monitor.